Event description:
It was reported that syringe 3ml saline fill ce had the stopper separate from the plunger. The following information was provided by the initial reporter: "the plunger disconnected from the seal."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-15. H6: investigation summary a device history record review was completed for provided lot number 0273713. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample and a physical sample were returned for evaluation by our quality engineer team. Through inspection of the samples, the plunger rod was separated from the barrel component and damage was identified on the plunger rod at the location of the barrel assembly. It is most likely that this defect resulted from an error in the plunger assembly process. The plunger rod is assembled to the stopper through the use of pressure. Incorrect assembly most likely occurred, resulting in damage to the plunger component. This is a very unusual circumstance as the packaging system is inspected regularly and the assembly machine has a vision system in place to identify any faulty plunger assembly conducted. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml saline fill ce had the stopper separate from the plunger. The following information was provided by the initial reporter: "the plunger disconnected from the seal."

Event description:
It was reported that syringe 3ml saline fill ce had the stopper separate from the plunger. The following information was provided by the initial reporter: "the plunger disconnected from the seal."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 0273713. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. The picture was inspected and the plunger rod was observed separated from the barrel component. Per the provided picture, it is most likely that this defect resulted from an error in the plunger assembly process. The plunger rod is assembled to the stopper through the use of pressure. If the machine is not adjusted properly, the plunger may become loose after the product passes through inspection. This is a very unusual circumstance as the packaging system is inspected regularly and the assembly machine has a vision system in place to identify any faulty plunger assembly conducted. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.